Event description:
A falsely elevated troponin I result of 0.57 / 0.57 ng/ml was obtained on a pt. The result was reported to the physician. The sample was redrawn and retested on an alternate analyzer and a result of 0.05 ng/ml was obtained. The original sample was retested on an alternate dimension and results of 0.58 / 0.63 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. The instrument is operating within specifications.